Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the crossfire 2 console dings and scratches were seen throughout the entire console. Also it was noticed that the chassis cover presented possibilities of the console being dropped. The both rear corners are bent, the front upper corners are not aligned correctly. The crossfire 2 console was opened for a visual inspection of the electrical components, and some damage was seen. Components on the power board were seen to have damage. A known good power board was installed, the console was connected to power and turned on. The unit completed the power boot up successfully. A rf probe, formula shaver and crossfire footswitch were connected to the console. Functional tests were performed. All functions were verified successfully. The crossfire 2 console was power cycled several times to attempt to recreate any error, none present. In addition the coag/cut functions were verified using saline water, the unit was tested for several hours presenting no issues. The chassis cover was rem oved, the motor control board was measured at 40v. The flex cables were verified that they are properly seated. The console passed rf power output test, hi pot and current leakage test. The root causes for the bang sound and the sparking are the damaged components on the power board. Most likely caused by the console being dropped. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device allegedly sparked and made a banging sound.

Event description:
It was reported that the device allegedly sparked and made a banging sound.